Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support (cts) guided the customer through several corrective actions, including disconnecting and reconnecting tubing, delivering boluses, and filling a new cartridge. Although the occlusion alarm recurred, there were no visible issues such as cracks or debris in the device components. The customer observed a ball of insulin but cts confirmed the cartridge was intact with no damage. Customer was advised to replace supplies as necessary and resume insulin therapy, with additional support offered if needed.